Event description:
It was reported that while in use in a patient the screen of the cardiosave intra-aortic balloon pump (iabp) froze. The iabp was operating but the screen was not accessible. The iabp was swapped to continue therapy and the initial iabp was taken to biomed. There was no harm or injury reported and no adverse event s reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event, and the customer reported that they checked the history for the call and the iabp was sent down to their shop. The customer evaluated the iabp and found the issue to be with a cable which was replaced and the problem was resolved. The iabp was then sent back to clinical service. Updated fields: b4, g4, g7, h2, h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that while in use in a patient the screen of the cardiosave intra-aortic balloon pump (iabp) froze. The iabp was operating but the screen was not accessible. The iabp was swapped to continue therapy and the initial iabp was taken to biomed. There was no harm or injury reported and no adverse event s reported.